Event description:
Complainant alleged that during a routine shift check by a clinician, the rotator switch on the device did not allow operator to select defib mode. Complainant indicated that there was no patient involvement in the reported malfunction.